Event description:
Septic left knee, septic arthritis; synovitis; could not walk; left knee pain radiating to ankle. Info was rec'd on 19 september 2006 from a customer regarding a male pt with a history of osteoarthritis of the knee who experienced an inability to walk and knee pain that radiated to the left ankle. The pt began treatment with synvisc in 2006. The pt rec'd 1 synvisc injection into his left knee in 2006. Two days later, the pt started to experience pain in his left knee which radiated down half way to his ankle. The pain was severe and the pt could not walk. Four days later, the pt's physician drained the left knee. Next day, the pt was admitted to the hosp. The pt had his left knee "flushed out and bone scraped." The pt was put on an unk dose of ceftriaxone and this medication was discontinued 33 days later. Nine days later, the pt was on crutches and the pain continued even though the level of pain had diminished over time. Add'l info was provided by a physician's office on 12 october 2006. In 2006, the physician administered 1 injection of synvisc to the pt's left knee. Six days later, the physician performed a left knee aspiration. Next day, the pt was admitted to the hosp with a diagnosis of septic left knee, septic arthritis and synovitis. A left knee arthroscopy with synovectomy, irrigation and debridement was performed the same day. Surgical swab of the left knee indicated "rare alpha strep." The pt was started on an unk dose of ceftriaxone antibiotic in the hosp and discharged on an unk date in 2006. The physician's office reported that the pt continued receiving daily infusions of ceftriaxone (sodium), 2 grams via a peripherally inserted catheter up to 33 days. The physician did not provide an assessment of the relationship of the events to synvisc. Septic left knee, septic arthritis; synovitis; could not walk; left knee pain radiating to ankle. Info was rec?d on 19 september 2006 from a consumer regarding a 75 yr old male pt, initials j-t with a history of osteoarthritis of the knee who experienced an inability to walk and knee pain that radiated to the left ankle. The pt began treatment with synvisc on 01 august 2006. The pt rec?d 1 synvisc injection into his left knee on 01 august 2006. On 03 august 2006, the pt started to experience pain in his left knee which radiated down half way to his ankle. The pain was severe and the pt could not walk. On 07 august 2006, the pt?s physician drained the left knee. On 08 august 2006, the pt was admitted to the hosp. The pt had his left knee ?flushed out and bone scraped.? The pt was put on an unk dose of ceftriaxone and this medication was discontinued on 10 september 2006. As of 19 september the pt was on crutches and the pain continued even though the level pf pain had diminished over time. Add?l info was provided by a physician?s office on 12 october 2006. On 01 august 2006, the physician administered 1 injection of synvisc to the pt?s left knee. On 07 august 2006, the physician performed a left knee aspiration. On 08 august 2006, the pt was admitted to the hosp with a diagnosis of septic left knee, septic arthritis and synovitis. A left knee arthroscopy with synovectomy, irrigation and debridement was performed the same day. Surgical swab of the left knee indicated ?rare alpha strep.? The pt was started on an unk dose of ceftriaxone antibiotic in the hosp and discharged on an unk date in august 2006. The physician?s office reported that the pt continued receiving daily infusions of ceftriaxone (sodium) 2 grams via a peripherally inserted catheter until 10 september 2006. The physician did not provide an assessment of the relationship of the events to synvisc. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.

Manufacturer narrative:
Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.